Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, insertion section is bent and its interior falls off, and its rotation cannot be fixed (outertube). Based on the results of the investigation a definitive root cause could not be identified. Regarding the new reportable malfunctions found in he results of the investigation, it is likely the following led to the malfunction: image blackout was caused by a component failure of the universal cord, insertion section is bent was caused by a component failure of the outer tube and its interior falls off, and its rotation cannot be fixed (outertube) was caused by a component failure of the rotation ring (insertion tube). Should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the screen of subject device becomes noised. The issue occurred during inspection for use before the patient room. There were no reports of patient harm.